Event description:
Initial result for a patient ck-mb was <0.100 ng/ml. When repeated, the result was 2.50 ng/ml. The incorrect result was not used to determine therapy. The field service representative found a tube off a pulley and repaired the instrument by replacing the tube.